Event description:
Related manufacturer reference number:2017865-2024-37514. It was reported that the right ventricular lead exhibited noise and the implantable cardioverter defibrillator exhibited oversensing. Programming changes were performed. There were no patient consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products.